Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods"), pain ("pain,"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue,") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 essure removal bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, metrorrhagia, pain, vaginal haemorrhage, depression and weight increased had resolved and the urinary tract infection, vaginal infection, fatigue, headache and hormone level abnormal outcome was unknown. The reporter considered depression, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events- "abnormal bleeding (vaginal), depression, weight gain", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods"), back pain ("pain/ back pain"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue,") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 essure removal bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, metrorrhagia, vaginal haemorrhage, depression and weight increased had resolved and the back pain, urinary tract infection, vaginal infection, fatigue, headache and hormone level abnormal outcome was unknown. The reporter considered back pain, depression, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: adhesions absent. Placement of coils 3 trailing coils on the left side with 3 trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: occlusive essure implantation in the fallopian tubes with no peritoneal spill.; on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: b60746 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: previously reported event- pain was replaced with specific event back pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods"), pain ("pain,"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue,") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 essure removal bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, metrorrhagia, pain, vaginal haemorrhage, depression and weight increased had resolved and the urinary tract infection, vaginal infection, fatigue, headache and hormone level abnormal outcome was unknown. The reporter considered depression, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: b60746, manufacturing date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods"), pain ("pain,"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue,") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2018 essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, metrorrhagia and pain had resolved and the urinary tract infection, vaginal infection, fatigue, headache and hormone level abnormal outcome was unknown. The reporter considered fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), bladder/urinary problems: uti, vag. Infect, fatigue, hormonal changes, headaches added. Suspect drug start and stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.